Event description:
It was reported by service report that the nurse call and bed exit alarm signals did not communicate with the remote nurse call station. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: discrepant dip switch settings. Dip switch setting reconfigured.